Event description:
It was reported that a few minutes prior to the reported they went to put the stimulation higher and the stimulation stopped. They saw the picture of a health care professional and a phone and power on reset (por). The manufacturer representative worked with the patient and their daughter to clear the information por. It was reviewed that tit could be electromagnetic interference (emi) that caused it but was not sure. After synchronizing the patient and daughter saw a group b and the felt it full force then it stopped. The patient did not feel stimulation therapy. They increased it and did not help. Settings b showed 1.22 b upright 1.55 increased 1.7, 1.5 stopping on 1.9 and the patient did not feel stimulation. They activated program a and increased stimulation. They felt the stimulation and it was helping. The patient adjusted until they felt comfortable walking, standing, sitting, laying down. The patient programmer was showing laying when they were walking. The patient felt comfortable on 2.15. It was not understood why the patient could not feel stimulation on b which was her usual program.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97791, lot# n500515, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).